Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 5mg/ml at 1.05mg/day and ziconotide 10mcg/ml at 2.1mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient was in for a pump refill today (B)(6) 2017 and a motor stall was seen at initial interrogation. The event logs showed a motor stall occurred, multiple motor stalls and recoveries. It was also reported that sometimes the ptm (personal therapy manager) would work, sometimes it would not. It was confirmed there was no emi/magnetic sources present. The patient did not recently have an MRI. It was noted that the patient started feeling a difference in his pain levels in the last 2 days, increased pain levels. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jun-2017 and it was reported that the pump was replaced. No further complications were re ported/anticipated.

Event description:
Additional information received reported that there was nothing wrong with the personal therapy manager. The patient would not get a bolus because of all the motor stalls. It was believed the pump would be replaced next week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter . Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. The patient's pump and catheter were explanted on (B)(6) 2017 and returned to the manufacturer. It was reported that the reason for removal was due to device failure. The device was used in the patient and was intended for treatment. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.